Event description:
On 11/1/2022, it was reported by an arthrex employee via email that ar-2324bcct biocomposite swivelock anchor was stuck to the inserter. Surgeon drilled and tapped the bone socket for implantation but when the handle of the swivelock was turn to screw in the anchor, it would not separate. This was discovered during an ankle internalbrace procedure on (B)(6) 2022. A nother product was used to complete the case. Additional information received on 11/28/2022: this occurred again in which another ar-2324bcct biocomposite swivelock anchor got stuck on the inserter. Nothing broke off in the patient and case was completed using an ar-1678-cp internalbrace ligament augmentation repair implant system.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Two unpackaged ar-2324bcct were received for investigation. No functional testing was performed for these devices that arrived damaged. Visual evaluation found that one device arrived with the bio still on the shaft. The bio is completely deformed. It looks like it had contact with something hot and made the bio melt, losing the geometry and sticking it to the shaft. Visual evaluation of the second device without the bio does not show issues. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.